Event description:
On (B)(6) 2006, the pt was implanted with gore excluder aaa endoprosthesis in treatment of an abdominal aortic aneurysm. The pt had a severely angulated proximal neck of 90 degrees or more. On (B)(6) 2011, the pt presented to the hospital with congestive heart failure. During her exam, a non contrast CT showed the proximal end of the device had migrated. Measurements were not available. An endoleak could not be confirmed because the CT was non contrast. The pt was referred to hospice and there will be no follow up or intervention planned.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.